Event description:
It was reported that during acomm (anterior communicating artery aneurysm) aneurysm procedure the subject coil encountered resistance inside the catheter and fractured inside the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be severely kinked/bent. The main coil was found to be stretched. The main coil suture was found to be damaged. The main coil was found to be kinked/bent. The main coil was found to broken/fractured. Due to the condition of the returned device, functional testing could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil broken/fractured during use was confirmed during the analysis. The reported coil in catheter friction could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject coil broke inside the microcatheter during the procedure inside the patient and resistance was encountered while advancing the coil within the microcatheter. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, continuous flush was maintained throughout the procedure, the anatomy was tortuous, the issue occurred in an anterior communicating artery aneurysm (acomm aneurysm), the coil was advanced and retracted with force, and the procedure was completed successfully using a new microcatheter and new coil. The device was returned with the concomitant microcatheter. Analysis of the microcatheter revealed the catheter shaft was severely kinked/bent, the tip was flat/crushed, and there was blockage in the hub and shaft due to dried saline and procedural fluid. The presence of dried saline and procedural fluid is a possible indicator there may not have been adequate flush during the procedure, however this could not be definitively determined. Based on the analysis and information provided, it is probable that the subject coil was damaged due to advancing and retracting the device against resistance in the catheter shaft. It is possible that the patient's tortuous anatomy may have contributed to the catheter damage and subsequent resistance leading to the observed coil damage. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'main coil broken/fractured during use', the as reported 'coil in catheter friction' and the as analyzed 'main coil kinked/bent', 'main coil stretched', and 'main coil suture damage' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. It is probable that the delivery wire was kinked as a result of pushing or pulling the wire against the reported resistance. An assignable cause of handling damage will be assigned to the as analyzed 'coil delivery wire kinked/bent' since this defect is most likely due to handling of the product during the clinical procedure.

Event description:
It was reported that during acomm (anterior communicating artery aneurysm) aneurysm procedure the subject coil encountered resistance inside the catheter and fractured inside the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.